Manufacturer narrative:
A philips field service engineer (fse) went onsite to resolve the reported issue. The fse performed functional test and found that the tone values were not in tolerance. The fse confirmed that there was an electronic defect, and no repair was possible for the device. The fse replaced the device at the customer site to resolve the reported issue.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the avalon us transducer indicating that "values not in tolerance, tone" it is known that the device was in use at the time of the event. No adverse event occurred.